Event description:
Information received from the field does not address the patient's clinical status but notes that transtelephonic monitoring revealed intermittent loss of ventricular capture. During a clinical visit, lead impedance was about 324 ohms and sensing measured at 2.8 mv. During a vario threshold test, the thresholds fluctuated between 2.5 v and 4.7 v. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received